Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with iritis approximately 2 months after akreos mi60 implantation. This report is for the right eye. The surgeon was uncertain about the cause of the inflammation. There was a bcva loss within a five month period, from 20/25 to 20/50. The patient was treated with additional steroid therapy and iritis resolved. The lens remains implanted. Please reference MDR# 1119279-2011-00247 for the intraocular lens implanted in the right eye.